Event description:
It was reported that the patient experienced three infusion set issues in which patch did not adhere to skin upon insertion due to adhesive issue event on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.